Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed the hdd error and tried to rebuild the raid drive several times. It displayed a message for unmountable drive and does not boot up. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed the hdd error and tried to rebuild the raid drive several times. It displayed a message for unmountable drive and does not boot up. No patient harm was reported.